Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the oxygen readings at initial insertion of the probe were 4.7-13.1. The product was disconnected when the pt went to "angio", which took three hours. The product was then reconnected post angio and the oxygen readings were 13.4-25.2. It was then disconnected again when the pt went for a CT scan. When it was reconnected after the CT scan, there were no readings. There was no pt injury reported. Additional clinical info has been requested.